Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according with the information reported the pt's implant was noticed to have "patch" on the right implant. During analysis of the sample, a tear was observed in the anterior view, measuring approximately 3.4 cm. Microscopic examination on the edge of the device gave no indications of instrument damage. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint, material deformation, was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Reason for device explant and/or reoperation: a path observed on the patient's right-sided implant. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a 200cc mentor memorygel breast implant. A healthcare professional reported that a patch was observed on the patient¿s right-sided implant. As a result, the patient underwent removal and replacement with a 200cc mentor memorygel breast implant (catalog #: 3502001bc, serial #: (B)(4)) on (B)(6) 2019.